Manufacturer narrative:
Fracture might occur from the pt's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For " a pt information", we, taewoong and our distributor could not get more detail pt information because the hospital did not open the pt information such as "4. Weight".

Event description:
On (B)(6) 2015, the stent was implanted to gastric sleeve. Pt had continuous vomiting 1 day post procedure that continued until stent removal. On (B)(6) 2015, after stent was removed it was noted that the stent had fractured which had caused an obstruction.